Manufacturer narrative:
It was reported that patient experienced necrosis and extrusion of the receiver-stimulator prior to explant.

Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the clinic, the patient experienced an infection at the implant site. Subsequently the patient was treated with oral antibiotics; however the issue could not be resolved and the patient was hospitalized. The patient's device was explanted on (B)(6) 2017.